Event description:
Same case as 6000089-2006-02210. Clinical study. It was reported that 235 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). Target lesion 1 was 25 mm long and was identified in the mid left anterior descending (mid lad) with 85% stenosis and a 3.0mm reference vessel diameter. The physician treated the lesion with angioplasty then placement of a 3.0 x 20mm taxus express2 stent. Following stent deployment, residual stenosis was noted just proximal to the newly placed stent. There did not appear to be any dissection and it was felt that the newly placed stent had resulted in an unmasking of this lesion. Angioplasty was performed with no significant change, therefore a 3.0x12mm taxus express2 stent was placed just proximal to, and overlapping the 1st stent. There was 0% residual stenosis. It was noted that the stenosis in the 1st diagonal did not appear to be angiographically flow limiting at this time. The pt was discharged the next day, aspirin and plavix. In march 2005, the pt developed third-degree heart block and underwent pacemaker insertion. Two hundred thirty-five days after the initial procedure the pt was admitted with a several hour history of chest pain at rest. Admission ECG showed a paced rhythm and cardiac enzymes were negative. The pt was started on a heparin drip and referred for cardiac catheterization. Coronary angiography at that time revealed lmca normal, lad focal 70-75% stenosis at the proximal edge of a previously placed lad stent; previously placed lad stents widely patent; 50-60% 1st diagonal stenosis, lcx mild luminal irregularities, rca dominant vessel; previously placed mid and distal stents patent without significant restenosis, lvef 60%. The pt underwent pci of the proximal lad with direct placement of a 3.0x16mm taxus express2 otw stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.